Event description:
The user facility reported that inside the sterile package there was a foreign material found prior to a surgical procedure. There was no patient impact, no medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation.

Event description:
The user facility reported that inside the sterile package there was a foreign material found prior to a surgical procedure. There was no patient impact, no medical intervention, no delay and no adverse consequences.